Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. The customer also reported that over the last couple of days, their blood glucose levels were 40 mg/dl, 50mg/dl and 60 mg/dl. The insulin pump will not be returned for analysis.